Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead, high shock impedance measurements and high out of range pacing impedance measurements greater than 2,000 ohms. The proximal port plug on the device was replaced and all subsequent measurements were within normal limits. Subsequent information was received that the patient passed for unrelated reasons approximately eight months later. The product was surgically abandoned and buried with the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.